Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was getting stuck during boot up, sometimes requiring 3-4 restarts to successfully boot. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system software failed testing. It was found that the computer hangs when importing data exams from usb. Hard disc cleaned up. Synergy cranial software update installed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was getting stuck during boot up, sometimes requiring 3-4 restarts to successfully boot. There was no patient present when this issue was observed.